Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. However, it was reported they just increased the dose to 189 mcg. The patient¿s mother was calling to get some insight. The patient was having some problems. It was reported ever since they put the catheter back in {refer to manufacturing report 3004209178-2018- 13099 regarding previous catheter revision}, the patient had problems with a spinal fluid leak. It was confirmed it was after the patient¿s new catheter had been placed. The reporter was inquiring if it was possible to resolve this issue by replacing the catheter, because the leak was around the catheter. It was reported a blood patch had already been done and the patient had been re-stitched as well, but nothing had worked. The reporter was to follow-up with the healthcare provider (hcp). It was asked and unknown if this was a sudden or gradual change in therapy/symptoms. The event date regarding the spinal cord leak around the catheter was after the catheter replacement in (B)(6) 2018. No further complications were reported/anticipated or expected.